Event description:
The event took place on the procedure day. The site described that the patient experienced a bleeding (haemorrhage) puncture of gastric submucosal vessel. The site indicated that the event was considered to be related to the cystotome needle knife. The site specified ¿cystotome did the puncture of gastric submucosal vessel¿. The site indicated that the event did not occur due to a device deficiency. The site indicated that the event was not considered related to any other cook device or any other portion of the procedure. The site also indicated that another condition caused or contributed to this event and specified ¿patient anatomy: puncture of gastric submucosal vessel¿. The event did not lead to patient death within 48 hours post-procedure. Patient outcome: the event was resolved at discharge or 48-hours post-procedure. The site indicated that the event was treated endoscopic with ¿use of coagrasper hemostatic forceps¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to another complaint, (B)(4), and was opened to capture 1 case of off-label use where there was a zebd-7-4 used to treat a pancreatic pseudocyst. This complaint originated from a pmcf study that was received by cook research inc. Manufacturing records: prior to distribution, all zebd-7-4 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0045), which accompanies this device states, "this device is used to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to off-label use. According to the information reported in the pmcf study, the device was used to treat a pancreatic pseudocyst which contradicts the intended use of this device as per the IFU. Clinical input received from our medical advisor confirmed that there was off-label use of the zebd-7-4 device. Summary of investigation: according to the customer, 1910227uns01, MDR-2063, off-label use of device for pancreatic pseudocyst. Confirmed quantity of 1 device, confirmed used. According to the information reported, there was no adverse effects as a result of the off-label use. Investigation findings conclude that a definitive root cause can be attributed to off-label use. According to the information reported in the pmcf study, the device was used to treat a pancreatic pseudocyst which contradicts the intended use of this device as per the IFU. Clinical input received from our medical advisor confirmed that there was off-label use of the zebd-7-4 device.

Event description:
Supplemental correction report is being submitted following a review of this complaint file and confirmation this complaint relates to off-label use of the device, not related to the bleeding. There was no harm associated with this case. Updates to brief description and harm annex coding. Updated brief description: 1910227uns01, MDR-2063, off-label use of device for pancreatic pseudocyst. The investigation was concluded on 02-jul-2024, therefore this report will also include the updated investigation conclusions.